Event description:
Pt required a synchronized cardioversion. First shock was delivered, on the second attempt at cardioversion a defibrillation (asynchronous) shock was delivered. Subsequently the pt went into a ventricular fibrillation and died after multiple defibrillation attempts. Strip shown synch "on" and then synch "off." Sent to ge bio-med (in house) and ecri for equipment eval. Conclusion by both that defibrillator is operating properly.